Event description:
7/15/92 phototherapy treatment lights were ordered on baby micro-lite phototherapy system placed on isolette and turned on. Isolette temp. Turned down .5 c every 15 min. Approx. 1 hour later temp. Was 104.2 degrees f. 7/15/92 (2nd incident) infant had phototherapy ordered. Placed under lights with eye protection, skin probe. Despite decreasing isolette temp., infant's temp. 99.8 within 2 hours. Unable to decrease isolette temp. As bililite continued to provide heat sourcedevice not labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.